Event description:
Catheter was inserted into the pt's vein and heparin lock capped in preparation for a special procedure. The catheter was checked for blood return prior to injection of a 7cc test dose of solution with no problems identified with the heparin lock. As the exam started another 10 cc of solution was injected during which time the staff member felt a "flutter" and noticed fluid under the tegaderm dressing that secured the heparin lock. The injection was stopped and the heparin lock was removed. At this time the staff member noticed that the hub and the catheter were totally separated. The catheter was still in the pt (minus the hub) with approximately 1/2 cm exposed. The staff member was able to pull the catheter out by grasping the exposed piece. The catheter was examined and noted to be intact.